Manufacturer narrative:
The investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, and labeling review. A review of tickets determined that there is no other similar complaints for this lot of ict sample diluent. A review of tracking and trending did not identify any trends for falsely elevated results for the product. Return testing was not completed as returns would not give additional information. A review of the product labeling concluded that the issue is sufficiently addressed. The architect systems operations manual provides troubleshooting instructions for falsely elevated results and lists multiple probable causes for falsely elevated results. Device history record review did not identify any issues associated with the complaint issue. Retesting of the sample gave expected normal results. Based on the investigation, no systemic issue or deficiency was identified. This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields. Concomitant product conc ict diluent, 02p32-11, 96870un20 was added to section d10.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated sodium results generated on the architect c4000 instrument for one patient. The results provided were: initial sodium result was 160 mmol/l, repeated 142 mmol/l (normal range 136 mmol/l to 145 mmol/l). No impact to patient management was reported.